Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) and indicated that the patient had "passed out on the bathroom floor." The reporter indicated that the patient had been off the pump for 3 months and just restarted pump therapy on (B)(6) 2011. The reporter treated the patient with juice and checked his bg an unknown time later. At that point, the patient's bg level had reportedly increased to "65 mg/dl." At an unspecified time after the event, the reporter decided to put the patient on multiple daily injections. The patient was not familiar with the pump and was going to see a cde the following day. The reporter indicated that she would call then to troubleshoot the pump. Attempts by animas to contact the reporter for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that suffered a hypoglycemic episode and lost consciousness. However, at this time it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and the force sensor and power circuits were examined and no intermittent connections were found. No delivery related defects were found during testing.